Event description:
The customer stated that she went to the hospital, where blood work was done due to high blood glucose levels. The customer reported a blood glucose reading of 351 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.